Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebu1320 showed one other similar product complaints from this lot number.

Event description:
It was reported that a leak was noticed at the distal end of the catheter while flushing after insertion. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but how or when the catheter was damaged could not be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received without the stylet in the lumen, which indicates that the catheter was placed. The tubing extended 11.7cm from the distal end of the strain relief sleeve. The distal end of the catheter was not returned for investigation. A leak was identified in the 2fr tubing between the strain relief oversleeve and the 0 mark. The leak site was microscopically examined and a 0.5mm longitudinal split was found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. It is possible that the catheter was cut by the stylet if the tubing was compressed over the stylet. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿ manipulation of the stylet within the lumen can also damage the catheter if the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter. Since the catheter had been trimmed to length, and the stylet removed, the damage may have occurred during use. A review of the DHR showed that no problems were identified. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebu1320 showed one other similar product complaints from this lot number.

Event description:
It was reported that a leak was noticed at the distal end of the catheter while flushing after insertion. No patient injury reported.